Event description:
The user reported that during a procedure the thumbwheel of the hemostasis valve came off causing blood leakage. The physician replaced the device. There was no adverse effect on the pt. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. One used suspect device has been returned for evaluation. The user did not state if this was the initial use of the device. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.